Event description:
Media in the bottom outer graft package [device malfunction].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous malfunction report received on 24-jan-2022, which concerned a media in the bottom outer graft package (pt: device malfunction). The patient's medical history and concomitant medication details were not provided. On (B)(6) 2022, the procedure was scheduled for epicel autografts (cultured epidermal autografts) (lot number: ee02920a, expiration date: 24-jan-2022) for an unknown indication. On (B)(6) 2022, burn clinical specialist reported media in the bottom outer graft package (pt: device malfunction). The bag with 24 grafts was sealed with media inspected at the bottom of the packaged box. The reporter stated each graft was inspected and no leaks or perforations were noted. Total of 61 grafts were placed. At the time of the report, the outcome of the event of media in the bottom outer graft package (pt: device malfunction) were unknown. The reporter did not provide seriousness and causality assessment for the event of media in the bottom outer graft package (pt: device malfunction). No further information was provided. Company comment: device malfunction is expected for epicel expected according to the epicel dfu. The bag with 24 grafts was sealed with media inspected at the bottom of the packaged box. The reporter stated each graft was inspected and no leaks or perforations were noted. Total of 61 grafts were placed. Device malfunction is considered as not related to epicel, but to a human factor. The leak of media did not cause or contribute to death or serious injury but there was a potential to cause serious injury if the event re-occurred. There were two potential risks associated with leakage: 1) use of potentially microbially contaminated implant could lead to increased susceptibility to infection and failure of the implant to integrate, and 2) drying of the implant due to fluid loss during transport could injure the cellular components or desiccate the matrix material, which could also lead to failure of the implant to integrate or delamination. Therefore, this case is assessed as a 30-day medical device report and it will be expedited to the us FDA. The report did not qualify as a 15-day report. Case is serious due to medical significance of the event.

Event description:
Media in the bottom outer graft package [device malfunction].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous malfunction report received on 24-jan-2022, which concerned a media in the bottom outer graft package (pt: device malfunction) *in a 27 year-old male patient. The patient's medical history and concomitant medication details were not provided. On 12-jan-2022 and on 23-jan-2022, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve -left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. On (B)(6) 2022, the procedure was scheduled for epicel autografts (cultured epidermal autografts) (lot number: ee02920a, expiration date: 24-jan-2022) for an unknown indication. On (B)(6) 2022, burn clinical specialist reported media in the bottom outer graft package (pt: device malfunction). The bag with 24 grafts was sealed with media inspected at the bottom of the packaged box. The reporter stated each graft was inspected and no leaks or perforations were noted. Total of 61 grafts were placed. At the time of the report, the outcome of the event of media in the bottom outer graft package (pt: device malfunction) were unknown. No adverse event related to epicel was noted. The reporter did not provide seriousness and causality assessment for the event of media in the bottom outer graft package (pt: device malfunction). No further information was provided. All follow-up information is blended into the case narrative above, with the latest information presented between asterisks (*). Follow-up information was received on 08-feb-2022 and included qc test results. Additional information as received on 18-feb-2022 and included correction of qc test results date from 12-jan-2021 to 12-jan-2022. Follow up information was received on 01-mar-2022 and included patient's demographics. Company comment: device malfunction is listed by convention. The bag with 24 grafts was sealed with media inspected at the bottom of the packaged box. The reporter stated each graft was inspected and no leaks or perforations were noted. Total of 61 grafts were placed. Device malfunction is considered as possibly related to epicel. The leak of media did not cause or contribute to death or serious injury but there was a potential to cause serious injury if the event re-occurred. There were two potential risks associated with leakage: 1) use of potentially microbially contaminated implant could lead to increased susceptibility to infection and failure of the implant to integrate, and 2) drying of the implant due to fluid loss during transport could injure the cellular components or desiccate the matrix material, which could also lead to failure of the implant to integrate. Therefore, this case is assessed as a 30-day medical device report and it will be expedited to the us FDA. The report did not qualify as a 15-day report. Case is serious due to medical significance of the event.